Manufacturer narrative:
Medwatch sections d. Device identification, d. Manufacturer info, g contact office- correction: manufacturing site (continued g1), and medwatch field g4 PMA / 510k (premarket numbers) updated. The sodium electrode serial number is (B)(6). The investigation included a review of the data set provided by the customer: the calibration results were within the specified ranges. The qc results were within the specified ranges. The preanalytical handling data did not indicate any issues. The alarm trace contained a "sample probe: abnormal aspiration" alarm. The customer was instructed to perform the wash reagent flow path. The calibration and qc after the procedure were acceptable. Were good. The field service engineer verified the analyzer's performance by successful mechanical checks, qcs, and precision checks. The customer has not reported any other issues after the service. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The cobas pro ise analytical unit serial number is (B)(6). The field service engineer instructed the customer to clean the reagent flow path. The customer performed the procedure, including calibration and qc, with successful results. The field service engineer inspected the analyzer and verified its performance with mechanical, operational, and precision checks. The investigation is ongoing.

Event description:
The initial reporter received questionable sodium electrode assay results for multiple patient samples tested on the cobas pro ise analytical unit the reporter stated that the initial results were low, while the repeat results were 5 to 8 mmol/l higher.